Event description:
It was reported that during an arthroscopy there was a pressure fault with this device. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update swit 19-dec-2023: during the usage of the unit, it gave an error message pressure fault. The device was retrieved and the problem was troubleshot. They tried several inflow kits, knowing that this unit is still brand new, hardly used couple of times, ending up with the same result, pressure fault.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was assembled with a new ar-6411/ar-6421 arthroscopy pump tubing and was tested and evaluated under normal use conditions. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. The pump was turned on for 30 minutes without an error pressure message or pressure fault issues. No problem found. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. Visual evaluation did not find any issues with the device. The review of complaint records for serial number n21146k22 shows that the device has no previous complaints. The original warranty seal was present and completed. The manufacturing date of the device is 2022-11-21. No problem found. Refer to investigation photos. Complaint is not confirmed.